Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the rep had a problem with a stimulator. Two weeks prior to (B)(6) 2021, the rep saw the patient in review who came with the ins turned off due to a lack of battery because his recharger was broken. The rep gave the patient a used recharger that was available in the hospital and the rep recharged without any problems. The following week, the patient came back for a check-up because he could not charge at home and the ins was turned off again. They tried to do an emergency recharge, but it was impossible because the ins was not detected. The patient came back on (B)(6) 2021, and the rep tried to do an emergency recharge again with a different recharge system but again it was impossible because the ins was not detected. It was noted that the ins had been off for less than two weeks and it had never required an emergency recharge. Additional information was received from the rep. The model number of the ins was provided and it was reported that the ins had been implanted since (B)(6) 2020. The ins had been turning itself off due to an empty battery. According to the patient information, they were not exposed to any emi when trying to recharge the device. The rep was not able to interrogate the ins with the patient programmer or clinician programmer before the ins was discharged. No error codes/messages were seen on the recharger, patient programmer, or clinician programmer when trying to communicate. There was no session report available since it was impossible to communicate with the ins. It was noted that the communication was done directly on the skin. According to patient information, they had not experienced an accident around the ins location. The patient had not gained or lost weight.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that there was no surgery date yet as of 30-mar-2022.

Event description:
Additional information was received from the rep. It was reported that according to the patient, they did not have high stimulation settings. The first time the rep was able to recharge, which was the only time they were able to connect the coupling, the patient got six out of eight coupling boxes. It was clarified that the rep tried to perform the emergency/physician mode recharge but couldn't. The steps taken were to press the first and third buttons and wait. The rep would try to obtain x-ray images.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that they were unable to establish connection with the ins. After three appointments with the patient to try to find a solution together with the doctor, patient does not want to go to the hospital every week. The solution that the doctor has decided was to change the ins for a new one and the patient does not want to continue attending check-ups until the ins is replaced.